Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The evaluation of the returned lvad pump confirmed the pump stoppage recorded in the submitted system controller log file. The percutaneous lead (lead) was cut approximately 13¿ from the pump housing and the remainder of the lead was not returned. Continuity testing of the lead in its returned condition found that the red wire was open. The remaining wires were electrically intact. Breakdown of the braided shield was noted approximately 10-12¿ from the pump housing. Removal of the clear bionate and braided shield layers revealed a breach in the red wire insulation approximately 10.5¿ from the pump housing, and almost all of the inner conductors were fractured. A breach in the black wire was noted approximately 9.5¿ from the pump housing, and some of the inner conductors were fractured. Additionally, smaller breaches where the inner conductors were exposed were noted in this location on the orange wire (2 breaches) and green wire (2 breaches). The observed wire damage appeared to be the result of fatigue failure due to wire flexing and abrasion against the braided shield. The lvad operates on a three phase motor; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms and pump stops. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that around noon on (B)(6) 2015 while out to lunch, the patient experienced multiple pump stops while on battery power. The patient experienced dizziness during these events. The patient remained stable on batteries and was transported via ambulance to the hospital. Technical services reviewed the log file which confirmed the pump stops. Any actions taken at the time were not reported. A percutaneous lead repair had previously been performed on (B)(6) 2015 for pump stop events. At the time of the percutaneous lead repair, the patient had been discharged with an ungrounded power module patient cable as pump stops had recurred after the repair and an internal short to shield issue was suspected. The patient was listed as transplant status 1a at that time. The patient was later seen in the clinic on (B)(6) 2015. Pump stops were noted when the patient was connected to the clinic power module with a grounded cable as would be anticipated. Although an x-ray revealed an indentation approximately 1 inch distal to the prior percutaneous lead repair, it was believed from the prior admission in february that there was internal driveline damage, which was thought to be a short to shield issue. The patient was scheduled for a pump exchange on (B)(6) 2015; however, a transplant was able to be performed on (B)(6) 2015.

Manufacturer narrative:
The percutaneous lead repair was previously reported under medwatch MFR# 2916596-2015-00456. Approximate age of device: 3 years, 3 months. The device is expected to be returned for evaluation. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.